Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of rotator cuff repair surgery, the anchor was broken off, removed all the broken parts. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed that the device used in the procedure is lying on a table, the shaft has no structural anomalies as well as the inserter tip. The anchor or its fragments that belongs to this device does not appear in the photo. A manufacturing record evaluation was performed for the finished device 6l54742 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed of the photo provided, this complaint cannot be confirmed. An anchor breakage was reported, however the anchor and its fragments does not appear in the photo provided. The possible root cause for the reported failure can be attributed to axial misalignment during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole, as per the IFU 100191: inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the anchor on the 4.5 healix advance br w/ocord was broken off. All the broken parts were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.